Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. Several days postop, the wound dehisced . The physician debrided the wound and resutured the wound closed with the same type of suture. Additional information was requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional inspections for strength were performed and the samples met the requirements.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.